Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 1 of 2 reports that may have occurred two separate times. Please see related records (B)(4).

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, it was reported anonymously via social media that ¿this device has legitimately almost killed me twice¿. This is 1 of 2 reports that may have occurred two separate times. No further event information, including patient symptoms, treatment, or medical intervention details were reported. Since the reporter was anonymous, dexcom was unable to reach out to obtain any further event information. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.